Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified that the complaint was related to a service of the device within the review period as it was previously serviced on 6/14/24 for the issue ¿pump alarms with reattach cassette properly part." The cassette not attached properly alarm was found in a review of the device's history log. Visual and functional tests were performed. The customer's stated problem was not confirmed through functional testing. There was no known cause of the reported issue and preventative maintenance was done to correct the issue.

Event description:
It was reported that the device gave a cassette not attached error. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.